Event description:
A malfunction was reported on the pump by the caller; however, no notable events occurred prior to this issue. The impact on the customer's blood glucose level was not reported, as the customer declined to provide information. Technical support assisted the caller in resetting the pump by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the problem reappeared, which the caller acknowledged and understood.